Event description:
Boston scientific received information that the cardiac resynchronization therapy defibrillator (crt-d) with the left ventricular (lv) lead exhibited high out-of-range (oor) pacing lead impedance of greater than 2,000 ohms. The field representative performed isometrics, pocket manipulation and sample impedance, however no noise was reproduced. Further, intermittent loss of capture (loc) was noted with arm movement. Boston scientific technical services (ts) suggested to reset clinical event and to continue to monitor. Additional information received that no programming changes were made and will only monitor the lead. Further, no cause was determined. The system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory it was noted that only the proximal segment was returned and was severed at 63 mm from the terminal pin, blood and body fluid were noted in the lumen. The returned segment was subject to direct current resistance testing and passed on all paths, verifying that portion of the lead's electrical performance was intact. Analysis was unable to confirm the allegation in the field.

Event description:
The lead was taken out of service following the patient's death. There were no allegations relating to the products in relation to the patient's death. A portion of the lead was returned several months later for analysis.

Event description:
Additional information received that during routine hospital interrogation, the system continued to observe high oor pacing impedance measurement and loss of capture at maximum output. The physician decided to turn off lv lead and will revise when the device will reach elective replacement indicator (eri). Additional information obtained from the field representative that the cause remains undetermined. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4).